Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow up-report.

Event description:
It was reported during a case the fabius unit shut down and would not power back up. There was no patient injury reported.

Manufacturer narrative:
On-site, the biomedical technician found a damaged power supply causing the batteries to discharge completely, leading to the reported symptom. Since the replaced part was not available for investigation, a detailed root cause analysis was not possible. However, as the power supply is already 14 years old, it is plausible that the failure was caused by aging of internal electronic parts. A check if the battery is fully charged is part of the pre-use check as described in the instruction for use and must be carried out before each patient use. With fully charged batteries, operation can be maintained for at least 45 minutes. In case of an ac power supply failure, the fabius device switches to battery supply automatically so that the case can be continued using battery power. This is optically and acoustically alarmed by the device and is additionally indicated to the user by the switched-off mains power led located on the user interface. If the battery is running low, additional alarms are generated at a battery charge state of 20% and 10%. A discharged battery will cause a deactivation of the automatic ventilation and is accompanied by an optical and acoustical "vent failure" alarm. In case of a total loss of the electrical power, the backup beeper will generate an acoustical alarm tone. The procedure can be continued using manual ventilation but without integrated monitoring. The replacement of the affected power supply on-site has already solved the problem and the fabius was returned to use without further problems reported, no patient consequences have reportedly occurred. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.